Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a mortuary with no additional information. Further review of the manufacturer's database indicated the patient died within one year of device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 1388t competitor implantable pacing lead, implanted (B)(6) 2006; 7000 competitor implantable tachy lead, implanted (B)(6) 2006.

Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a mortuary with no additional information. Further review of the manufacturer's database indicated the patient died within one year of device system implanted. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a mortuary with no additional information. Further review of the manufacturer's database indicated the patient died within one year of device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the crematory indicated the cause of death was aspiration pneumonia, congestive heart failure and atrial fibrillation.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.